Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from a consumer via a manufacturer representative on (B)(4)2018 stating that the patient needed an MRI but the battery was in overdischarge. The consumer told the calling manufacturer representative that they had tried to trickle charge the battery 2 years ago but could not get it charged again. The patient had not been able to communicate with the device. The device was scheduled for an explant next month. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain and other chronic/intract pain (trunk/limbs). The patient reported that they have not used their stimulator in 2 years because it has not worked for them since implant. They stated that they tried using multiple programs, but the therapy was not effective for them. The patient indicated that they are having the device explanted on (B)(6) 2018. No further complications were reported or anticipated.